Event description:
It has been reported to philips that the geometry module failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry module is faulty. Upon troubleshooting, the fse found that geometry module c-arm control failed. Fse confirmed that the geometry module failed the functional test. To resolve the issue, fse replaced geometry module. After the replacement, the system returned to use in good working order the codes were updated based on the investigation outcome.